Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test using a multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medcial corporation for evaluation. Instead, a zoll representative verified the customer's report onsite. The multifunction therapy cable was replaced to resolve the report. The device was recertified and returned to service. Analysis of reports of this type has not identified an increase in trend.